Manufacturer narrative:
One cardiomems patient electronic system and accessory kit was received for evaluation. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage to the returned right-angle ext. Or power cord. A golden power supply was used for further testing and investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power supply cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.